Event description:
(B)(4). I had been having l flank pain for months, late periods, bloating, headaches and fatigue. Had an exam, ua, x-ray, CT scan, and a vaginal ultrasound with no diagnosis. I have been healthy up to that point. Md suggested and did an exploratory lap and found endometriosis and I ended up having a hysterectomy (tubes, uterus and cervix).